Event description:
The surgeon provided additional info indicating that on post-op day one of the inferior portion of the intraocular lens (iol) was decentered and dislocated into the anterior chamber nearly touching the corneal endothelium. The inferior haptic was broken. The lens was explanted approx one month later. The surgeon stated the pt had a prior retinal detachment which recurred following extraction of the iol.

Event description:
A surgeon reported noting a broken haptic and dislocated intraocular lens (iol) one day following iol implant surgery. The haptic was explanted. Additional information has been requested.